Manufacturer narrative:
Age at time of event: 18 years or older (B)(6).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located at the moderately tortuous distal left circumflex. During percutaneous coronary intervention, a mach 1 catheter guide was selected for use. However, engage was weak and when wire was manipulated in order to cross the lesion, it got separated. The device was replaced with a different device. No patient complications nor injuries were reported.